Event description:
A nurse reported that the customer was hospitalized for dka. In addition the contact called for assistance in clearing the alarm and disconnect the customer for the pump. It was indicated that the customer had a back plan. The contact stated that the customer is in intensive care and is treated with insulin drip at the time of call. Instructed the nurse to have the customer call back to test the pump before resuming pump therapy.